Event description:
The account stated the bed is not sending a regular or priority call to the nurse's station when the pt positioning monitor (ppm) is alarming. The bed will send a nurse call when the nurse call button is pressed.

Manufacturer narrative:
Repairs have not been completed.